Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper. The following information was provided by the initial reporter: during the preparation of a chemotherapy, when taking etoposide from its bottle, the syringe leaked at the plunger. The seal was porous. This incident resulted in a loss of product, a loss of time, a loss of money and a risk of chemical contamination for the preparer in contact with the cytotoxic agent.

Manufacturer narrative:
H6: investigation summary one photo sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed, no other visible defects were identified. A device history review was performed for the reported lot 2101063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2101063 were used for additional evaluation. The product was visually inspected, no defects or damage was noted and the stopper was properly assembled onto the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All retained samples underwent the same evaluations and verified the product met required specifications. Based on the photo evaluation and available information we are not able to determine a definitive root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper. The following information was provided by the initial reporter: during the preparation of a chemotherapy, when taking etoposide from its bottle, the syringe leaked at the plunger. The seal was porous. This incident resulted in a loss of product, a loss of time, a loss of money and a risk of chemical contamination for the preparer in contact with the cytotoxic agent.